Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts impacting insulin delivery and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The user reported leakage from the insulin cartridge, which is consistent with impaired insulin delivery and subsequent hyperglycemia. Based on available information, the event was attributed to leakage from the cartridge resulting in interruption of insulin delivery, and no device malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 16-mar-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 401 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with an insulin drip and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.